Event description:
The fse (field service engineer) reported a leak that occurred on (B)(6)2023 and spread outside the footprint of the instrument. The leak was cleaned using proper ppe (personal protective equipment) and no injuries were reported.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Manufacturer narrative:
Corrections: d5 to health professional. E2 to health professional - other healthcare professional. G2 to foreign company representative. The complaint ticket has been reviewed and determined to be the same issue as described in a previously performed investigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).